Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-pm injector and a aq cartridge-fp and stated that the trailing haptic tore at the hinge during insertion due to the cartridge. The lens was removed and replaced with a second crystalens iol with no patient injury.

Manufacturer narrative:
A work order search. Results- a work order search was performed on the cartridge lot number for similar complaints within the search and no similar complaints were found.